Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via (B)(4) messenger that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The father was advised that the button error means a button has been continually held down for more than three minutes and insulin delivery has temporarily stopped to ensure customer safety. The customer was advised to discontinue use of the pump and resort to a back-up plan, but the father stated that the customer is in (B)(6) and her syringes were stolen. The father hung up. No products were returned or shipped.